Event description:
Pct was attempting to cannulate patient. As the pct stuck the patient, the needle bent at the hub. The pct immediately pulled the needle. More than 30 degree angle while flipping needle. Seemed as if not attached to hub securely.

Manufacturer narrative:
Based on evaluation of returned defective sample, following were observed: cannula bent at 20 degree. Bent mark observed on the cannula near to the expoxy adhesion area. Bonding area between cannula & wing was in good condition. To reproduce the incident on bent cannula, a simulation on bending effect of cannula by over exertion force was performed. Simulation result showed that the simulated sample resemble the defective sample. That is to say, it requires significant amount of force to cause the benting of cannula. In conclusion, based on evaluation of returned defective sample, preserved sample & DHR. We considered this incident as non-manufacturing related.